Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a pt developed an infection, one week following ventral hernia repair subsequent to a gastric bypass procedure. The patient was returned to surgery for peritoneal lavage and device excision.